Manufacturer narrative:
The facility reported that the ring had to be sectioned to be removed from the eye however the returned ring showed no evidence of being used in surgery and was whole with a broken glue joint. Efforts to get clarification on this incident have been unfruitful.

Event description:
The facility reported that when the surgeon attempted to position the malyugin ring the ring broke at the joint. It was reported that the surgeon had to section the ring to remove it from the eye. There was no reported impact to the pt and the procedure was completed.